Manufacturer narrative:
Additional information: additional information received indicated that the patient had a history of an eye injury years ago that the surgeon was unaware of. It was further clarified that the implanted lens seemed unstable upon placement and the surgeon noticed a tear in the capsule. He removed the implant, performed a vitrectomy and than inserted a model z9002 lens into the sulcus without difficulty. The incision did have to be widened slightly and sutures were placed. It was indicated that the surgery was successful but returned 3 weeks later to center the lens and attempted a pupilloplasty because of patient's history of traumatic mydriasis. There was no patient injury reported. The following fields were updated accordingly: age/date of birth: (B)(6). Sex/gender: male. If implanted; give date: (B)(6) 2019. Initial reporter name and title : dr. (B)(6), occupation: physician. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient required vitrectomy after model zcb00 intraocular lens(iol) was inserted into the eye. The lens was removed and discarded. The replacement lens was noted to be a model z9002. No further information provided.